Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. No moisture damage found inside the pump. Pump received with cracked display window corner, broken reservoir tube lip, scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 162 mg/dl. Troubleshooting was performed. The device was returned for analysis.